Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Log review showed error 32056 followed by error 1123 on the axes controller arm (aca) node, indicating an i2c communication fault associated with the pitch function and confirming the failure occurred in the field. No visual abnormalities were identified that would explain the event. When the usm was installed on a patient fixture test platform (pftp) and run through sine cycle testing, the same 32056 error recurred, and the failure log again showed 1123 error. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that error 32056 occurred on arm 1 and was not resolved after a system reboot. The tse confirmed the error occurrence and then performed an emergency power off, but the error persisted. The user disabled arm 1 and proceeded to operate using the remaining three arms. No known impact or patient consequence was reported.